Event description:
Customer stated, "she was using the pad and she took it off and laid it on the back of the couch and notice the cord of the pad was sparking at the intersection where the cord goes into the pad " according to the user the sparking only lasted a "couple of seconds." The product was returned for investigation. During the investigation the investigator observed that the user was twisting the cord, causing a cut on the area where cord enter the pad near the butterfly. This was the source of the sparking. Additionally, the user was misusing the pad. The pad was bunched, stained, had bent leads, and bent/discolored thermostats, this is observed when the pad is folded/ laid on during use. IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds. Additionally, the user admitted to laying on the pad. The customer did not claim any injury. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.